Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description and the returned device. It was reported that force had to used to advance the filter through the sheath. The device removed and replaced with no harm to the patient. The sheath was cut and the proximal 12cm of the sheath with check-flo valve and side-arm was returned with the femoral introducer and the loaded celect-pt filter inside, thus advanced through the check-flo valve. The sheath was kinked approx. 3cm proximal to the cut. The red safety button was not pressed, ie the system was still locked. During the investigation the introducer with the filter could be advanced through the 12cm sheath, but the filter could not be released from the introducer, likely due to hardened blood / contrast media noted inside the femoral introducer. As the sheath was cut distal to the filter inside, the exact reason for the kink and the difficulties encountered when attempting to advance the filter cannot be determined. Under normal conditions the sheath will be strong enough to accomplish the procedure, but it may kink if advanced through tortuous anatomy and consequently, advancement through a kinked sheath will be difficult. According to the instructions for use the right femoral vein is usually preferred, since less tortuous than the left femoral vein. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continues to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "filter wouldn't advance through the sheath. Physician appeared to be using more force than they should have to. Removed and opened a new device of the same gpn and completed procedure successfully". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.